Event description:
Device report from synthes reports an event in japan as follows: it was reported that the patient underwent percutaneous vertebroplasty (l1) on (B)(6) 2023 for diffuse idiopathic skeletal hyperostosis. After measurement with a plunger, cavities were created at vertebrae with the balloon. However, the pressure on the right side did not increase at all, so the balloon was inflated at outside. The contrast came out from the tip of the balloon. The balloon was not ruptured. Although the contrast leaked into the body, the operation continued. A new balloon was used instead of the balloon in question. The surgery was completed successfully within 30 minutes delay. The patient status was stable. This report involves one synflate balloon/medium- sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: procode: additional device product codes: hrx. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot, part #: 03.804.701s, synthes lot #: 82237173, supplier lot #: 82237173, release to warehouse date: 04 mar 2022, and supplier: (B)(4). No ncr's generated during production. The device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.